Event description:
Patient had a sudden onset of symptoms. No changes in his condition or anticoagulation status prior to symptoms. Patient has 2 CT scans showing a large right frontal hematoma. Initially with left sided weakness and dysarthria progressing to unresponsiveness. Treated with vitamin k and ffp to reverse inr. Family chose comfort measures only due to his prognostic poor quality of life. Patient died peacefully. No further or additional information was provided.

Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was (B)(6) 2020. Section b2, h1: correction manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented overnight with a frontal bleed and midline shift. The patient had an inr of 3.5 and blood pressure within normal limits. Anticoagulants on hold. Inr was reversed. Patient was intubated in the critical care unit. No further or additional information was provided.